Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Lead information is unknown at this time.

Event description:
This patient is enrolled in a clinical study. It was reported the patient was to undergo a lead implant on (B)(6) 2019. After the initial incisions were made, the patient went into cardiac arrest. To address the issue, chest compressions were administered successfully, and resuscitation was achieved. The patient was transferred to a hospital for further evaluation and treatment.